Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient's ins was explanted due to an unknown malfunction. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the ins depleted and was replaced (B)(6). The issue was resolved.

Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A computer longevity estimate was completed based on the parameters the device had when received for analysis: if information is provided in the future, a supplemental report will be issued.